Manufacturer narrative:
The tandem pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or saunas.

Event description:
It was reported that a malfunction alarm occurred after the pump was exposed to water. Customer¿s blood glucose level was 203 mg/dl. Technical support instructed the customer to try various troubleshooting steps, but the pump still failed to operate. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.